Event description:
It was reported that the bd insulin syringe ultra-fine® experienced open unit package where sterility is compromised. The following information was provided by the initial reporter: when injecting insulin into the patient, it was found that the package got air leakage.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.